Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed architect thyroid stimulating hormone (tsh) results for patient samples. The following data was provided (customer¿s reference range 0.35-4.94 uiu/ml): sample 1 initial result = 2.606 uiu/ml, repeat = 4.076 uiu/ml sample 2 initial result = 4.747 uiu/ml, repeat = 8.536 uiu/ml no impact to patient management was reported.

Event description:
The customer observed falsely depressed architect thyroid stimulating hormone (tsh) results for patient samples. The following data was provided (customer¿s reference range 0.35-4.94 uiu/ml): sample 1 initial result = 2.606 uiu/ml, repeat = 4.076 uiu/ml. Sample 2 initial result = 4.747 uiu/ml, repeat = 8.536 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any trends for the complaint lot/issue. Device history record review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot and issue. The historical performance of reagent lot 54659ud00 was evaluated using worldwide field data. The patient¿s data was analyzed and compared to an established control limit, which indicated that the patient median result for lot 54659ud00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the complaint lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 54659ud00 was identified.